Manufacturer narrative:
Initial report incorrectly stated reported event was not confirmed but reported event was confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause could not be identified. However, it is probable that the loss of image was caused by the failure of the image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6). Date of event, description of event/ problem: no additional information was available. The device was evaluated, and the reported issue was not confirmed. An additional issue was identified. The adhesive on the bending section cover had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the endoeye flex deflectable videoscope presented a compromised image. No patient injury or procedure impact reported. During the evaluation of the device, it was noted there was no image due to a damaged charge-coupled device unit. Additionally, due to breakage of the identification board, there was no scope identification information. This report is to capture the reportable malfunctions of no image and no scope identification information noted at estimation.